Event description:
The customer observed falsely elevated alinity I prolactin results generated for a patient sample. The following data was provided: sample ID (B)(6), initial result = >200 ng/ml, automatic dilution result = 283.21 ng/ml, repeat result on another platform was normal. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - address 1 complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p66, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number that¿s exempt.

Manufacturer narrative:
Additional information section h4 - device mfg date updated from blank to 3/19/2025. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I prolactin assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 73476ud01. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with complaint lot 73476ud01. In house accuracy testing was completed utilizing retained kit of lot 73476ud01. All validity and acceptance criteria were met, demonstrating that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the alinity I prolactin for lot number 73476ud01 was identified.

Event description:
The customer observed falsely elevated alinity I prolactin results generated for a patient sample. The following data was provided: sample ID (B)(6), initial result = 200 ng/ml, automatic dilution result = 283.21 ng/ml, repeat result on another platform was normal. No impact to patient management was reported.